Event description:
The customer reported that the device indicated error code 00001 (slow charge). There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device indicated error code 00001 (slow charge). There was no report of adverse pt impact. On (B)(4) 2013, the rc called the site biomed back and provided technical support. The biomed reported that the device passed extended self test and all performance testing and the error could not be duplicated. The rc provided add'l steps to be taken if the error code were to recur. On (B)(6) 2013, the biomed reported to the rc that the battery capacity test had passed, the device passed all performance assurance tests and had been returned to service. The customer could not recreate the stated problem. No trouble was found with the device and no service was required. Based on the customer's report we are considering this a malfunction. We cannot determine the cause from the available info. No further communication was requested and no further communication is indicated.